Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a implantable collamer lens into the patient's left eye (os). The surgeon reports the patient is experiencing excessive vaulting. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Corrected data: b5 - patient also experienced headaches - should have been included in initial medwatch report. Claim#: (B)(4).